Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer stated that he was refilling the reservoir and doing an infusion set change when the alarm occurred. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he was unable to get past the rewind process and had experienced this issue twice. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to performed a33 test and verify history anomaly due to blank display. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.